Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-nov-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 failed. The field service engineer (fse) found that cubie a5 lid was broken, and c3 and c5 failed and did not recover or eject. The fse tested the motherboard fuse, and the position and drawer sensor were functioning properly. The fse manually removed all cubies and added them back one at a time to resolve the issue. Then, the fse verified the drawer functionality in the diagnostics tool and the customer tested the drawer in the application successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed to eject the cubies. The customer stated that this malfunction caused a delay in dispensing medication to patients, but the user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this event.